Event description:
The manufacturer service technician reported that the driveshaft broke off. The event was observed while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.